Manufacturer narrative:
A medtronic representative, following up with the site, reported that the surgeon opted to complete the procedure without the use of the imaging system and switched to a c-arm for the case.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. It was found that the pfc 1000 circuit board was malfunctioning. The board was replaced and the issue was resolved. The replaced board has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was unable to acquire 2d or 3d images during a spinal fusion procedure. Both the handswitch and the footswitch were used without resolution. It was then discovered that the x-ray batteries were drained. There was a reported delay to the procedure of less than 1 hour due to this issue. Details on how the procedure was completed are unavailable. No adverse effect on the patient has been reported.

Manufacturer narrative:
The suspect battery charger board was returned to the manufacturer for analysis. The charger board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.